Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post procedure bleeding issues occurred. This angiojet® zelantedvt¿ was selected and the case went well. The acute results were great. However, post procedure that patient experienced some bleeding issues. The procedure was completed with this device. No further patient complications were reported.